Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the loss of image due to fluid invasion and corrosion inside the electrical connector and the control body unit. The fluid invasion damaged the charge coupler device unit. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, they lost the video image. The procedure was completed with a different, but similar device. There was no patient injury reported.